Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of hypoalbuminemia (characterized by weakness and fft) and peritoneal membrane failure, which warranted hospitalization. The patient¿s hypoalbuminemia was attributed to chronic pain and nausea, which makes it difficult for the patient to eat. During the hospitalization, it was discovered the patient¿s peritoneal membrane was losing function and she was becoming uremic. Hypoalbuminemia is a constant concern for pd patients and is regarded as the leading predictor for morbidity and mortality in the esrd community. Causes include decreased appetite, slow gastric emptying, protein loss and uremia. Per the pdrn, the events were unrelated to pd therapy or the utilization of any fresenius device(s) and/or product(s). Based on the information available, there is no objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction occurred. Therefore, the liberty select cycler can be excluded as the cause of the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with negative uf issues. During the call, the pdrn stated that the patient had been hospitalized for other comorbidities. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 due to hypoalbuminemia (1.9 g/dl), weakness and failure to thrive (ftt). The patient¿s hypoalbuminemia (characterized by weakness and fft) was attributed to the patient¿s recurrent pain (specifics not provided) and nausea, which makes it difficult for the patient to eat. During the hospitalization, it was discovered the patient¿s peritoneal membrane was losing function (specifics not provided) and their bun/creatinine were increasing (value not provided). The patient was subsequently transitioned (date not provided) to hemodialysis (hd) for rrt. A permanent hd catheter (not a fresenius product) was placed (date not provided), and the patient tolerated hd therapy without difficulty. On (B)(6) 2020, the patient was transferred to a rehabilitation hospital for deconditioning, strength training and nutritional improvement. The patient continued to receive inpatient hd therapy until she was discharged on (B)(6) 2020. Following discharge, the patient received outpatient hd until (B)(6) 2020, when the patient attempted to return to ccpd therapy. Initially it was reported the patient¿s pd catheter (not a fresenius product) was previously removed (date not provided), however, further follow-up found the patient¿s pd catheter remained in place. The patient¿s peritoneal membrane failure was thought to have improved along with the patient¿s nutritional status; however, similar ultrafiltration issues were encountered during the patient¿s return to pd therapy. A replacement liberty select cycler was ordered and the patient received back-up hd until the replacement arrived. Thus far, the patient continues to encounter suboptimal ultrafiltration utilizing the replacement liberty select cycler and will receive back-up hd when required until the ultrafiltration issue has been resolved. Per the pdrn, the events were unrelated to pd therapy or the utilization of any fresenius device(s) and/or product(s). Additional information was requested (e.g. Discharge summary), however the document was unavailable during the investigation.